Manufacturer narrative:
Based on the results of the investigation the failures found attributed to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformance with specifications. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the cable unit was found leaky, noise in image was observed. Image breaks up due to damage in ccd there were no reports of patient involvement.